Manufacturer narrative:
The complainant was contacted for return of the electrodes. The electrode has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after removing the electrode pads burns were found on the patient's skin. The customer was unable to provide additional information regarding the degree of the burn.